Event description:
It was reported that the pump keypad was not responding to user presses as expected. The pt reported that the up and down arrow keys were sticking.

Manufacturer narrative:
The pump was returned to animas for eval. Eval revealed that the up, down, and ok button were intermittently unresponsive. The key contacts were found to become inverted during presses and do not always spring back as expected. Contamination was found under the button contacts.